Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 2.25 x 28mm stent delivery system was returned for analysis. Visual and tactile examination of the stent noted damage. Microscopic analysis revealed te stent was returned attached to the product mandrel with bunching noted at the distal section. Visual and tactile examination of the hypotube shaft noted multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis of the bumper tip showed no signs of distal tip damage. The balloon cones were reviewed, and no issues were noted. The device was returned attached to the product mandrel and therefore a stent outer diameter (od) could not be obtained. The stent od at the time of manufacturing was within maximum crimped stent profile measurement as per specification. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 28mm synergy xd drug-eluting stent was advanced into the patient for treatment; however, the physician could not locate the stent anywhere. It was then found out that the stent was still in the protective covering and had been removed from the stent balloon. The procedure was completed with another stent. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 28mm synergy xd drug-eluting stent was advanced into the patient for treatment; however, the physician could not locate the stent anywhere. It was then found out that the stent was still in the protective covering and had been removed from the stent balloon. The procedure was completed with another stent. No patient complications were reported.